Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic pneumonectomy, the cartridge pan came off and it was left in the jaw when the cartridge was removed after the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. A novice nurse changed the cartridge.